Event description:
Customer reported the table would not move using the foot pedal or the remote control. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the table moves as intended when the leg extensions are properly inserted. Informed the customer to make sure when inserting the leg extensions that they seat all the way until the click is heard and the latches click. System operates as intended.